Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Initial reporter is the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this 27mm aortic bioprosthetic valve, the valve was replaced with a non-medtronic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.